Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high", although specific value was not provided. Cause was not known. Customer addressed elevated bg by changing out the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.